Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that her one touch ultra meter was not powering on. According to the troubleshooting performed by customer service, the power issue was not resolved. The pt claimed she developed symptoms of dizziness before the power issue occurred. No forms of treatment were reported.